Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer reporting that patient's concern was not with the battery depleting but the concern has been with charging the battery as well as locating the battery well enough to charge since day 1. It was difficult for patient because the battery takes 2 hours to charge and had to be held still, because if patient moves, patient lose the 8 coupling bars. Steps taken by patient includes having the wife to hold it, using adhesive double sided tape, wearing the belt, using the spacers, propping the recharger up against themselves against something. The problems with recharging was not resolved. Patient had an appointment with their implanting physician on (B)(6) 2018. No further complications were reported as a result of this event. Information was also previously received from a manufacturer¿s representative (rep) on (B)(6) 2017. The rep reported that the patient would be 8 bars and then without moving they disappear. The rep reported that the patient had tried spacers, double sided tape and that had not resolved the issue. The rep reported that the patient has had no falls or traumas, no weight gain or loss, the battery was palpable, not moving and not tilting. They didn¿t have another recharger to try. The antenna was positioned over the ins and the belt was lined up under the incision, dropped half an inch to an inch and ensure the belt was tight. After multiple attempts, the rep was able to use antenna locate and reported they were getting 52-84. When starting a recharge session, they were able to get 8 bars and the 8 bars remained for the duration of the call. The rep reported that this issue had been going on since implant but had been more cantankerous over the last month. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having a problem recharging their device and the ins battery's charge was going down sooner than normal. No symptoms were reported. No further complications were reported/anticipated.